Event description:
Patient with ventricular assist device admitted for low inr. Reported flushed feeling and shoulder pain with decreased flows on the hvad. Patient lost consciousness as flows decreased from 4 to < 2 liters/min. Code called and CPR begun. It is not clear why the flows dropped, there was concern for acute pump occlusion vs ingestion of a clot. Consideration was given for an emergent lvad exchange but the patient had enlarged pupils with lack of gage consistent with possible stroke. In consultation with his family, we elected to halt resuscitative efforts and the patient expired. The autopsy was unable to determine the cause of the patient's acute circulatory failure.